Manufacturer narrative:
(B)(4). Concomitant: patient medications include but are not limited to:atorvastatin, carvedilol, cinacalcet, doxazosin, nifedipine, sodium chloride 0.9%, phenylephrine, acetaminophen, hydromorphone, ondansetron, sorbitol 70% liquid, tramadol. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The gore® tag® endoprothesis instructions for use (IFU) states: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, death, infection (e.g., aneurysm, device or access sites). Additionally, the IFU implant procedure specifies to consider use of cerebrospinal fluid drainage or other spinal protection measures when treating a patient with risk of paraplegia / paraparesis.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm measuring 67.0 mm in diameter. Two conformable gore tag thoracic endoprostheses were implanted in the proximal descending aorta just distal to the left subclavian artery (lsa) and extending distally. It was reported this same day the patient experienced bilateral lower extremity (ble) motor deficit, and paraparesis. On (B)(6) 2014, the patient was administered phenylephrine to maintain map, and a lumbar drain was placed. The patient tolerated the procedure. The cause of the (ble) motor deficit and paraparesis unknown but it was reported that no sign of stroke was noted. Treatment and placement of the lumbar drain were reported to have improved but not totally resolved the patient's able motor deficits/paraparesis. The patient was discharged on (B)(6), 2014. On (B)(6) 2014, the patient had phenylephrine to maintain map >85, lumbar drain & p.t.